Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
A small defect in the top portion of the tibial baseplate that was being implanted into the patient. Update 17/january/2019: the nature of the defect is a divot in the flat surface of the baseplate. Rep provided a photo. To the right of the raised area in the center of the baseplate, a small dark speck can be seen. That is actually a divot in the material of the baseplate. Defect was noticed near the end of the surgery, it is unknown if the device had this defect when it was first opened.